Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device tank had a leak at the tank cover. Examination of the leak site determined that the leak had occurred due to over-tightening of the screws at this area.

Event description:
It was reported the device was found leaking. No adverse effects reported.